Event description:
Immediately following duett deployment, the pt developed pain and loss of pulse. An angiogram was used to diagnose an arterial occlusion in the left saphenofemoral artery. The pt was taken to surgery for thrombectomy, and received 4 units of blood after the surgery. At this time vsi has been unable to obtain additional information regarding the outcome.